Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is pending ipg replacement for an unknown reason.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.a patient is awaiting an ipg replacement for unknown reason was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.